Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio determined the cause of the reported issue was due to an electrical open on the on/off switch and charge-pak flex assembly. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not provide any voice prompts when the device was powered on. Without voice prompts, a device user would not receive the audible instructions on how to properly use the device on a patient which could delay, or prevent, defibrillation if necessary. There was no patient use associated with the reported event.